Event description:
The customer reported to olympus, a microbiological culture was performed on the evis exera iii gastrointestinal videoscope and the scope failed the hygiene test. A second test was performed, and the scope passed the test. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the facility. See updated sections b5, e2, e3, and h10. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and auxiliary channel were flushed. The scope was precleaned with uno-flush detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned with deconex instrument plus detergent and raccoon brushes (reference # (B)(4). The aer used was a wassenburg wd440 along with wassenburg endo high detergent detergent and wassenburg endo high paa disinfectant. The scope was stored vertically in a wassenburg dry320. The scope was not sterilized.

Event description:
Additional information was received from the facility. The scope was new. On june 30, 2022, the suction channel on the evis exera iii gastrointestinal videoscope tested positive for five-point three (5.3) colony forming units of bacillus cereus group. The water channel tested positive for one-point three (1.3) cfus of bacillus cereus group. On july 7, 2022, the scope tested negative for microorganisms. The contamination was likely during the procedure. After the positive test, a complete reprocessing of the endoscope was performed. The facility tested the endoscope twice again with negative results, which guaranteed that the endoscope was no longer contaminated. The customer therefore used the scope again and put the scope back into service.

Event description:
Additional information was received regarding the reported event (the subject device initially tested positive for microbial contamination during a routine hygiene test): the microbiological test results reported in follow-up number 1 were for a different device, not the subject device. During further follow-up, the customer could not locate the hygiene microbiological test results for the subject device.

Manufacturer narrative:
This report is being supplemented to correct information provided in previous medwatch reports. The customer provided their cleaning, disinfection and sterilization processes for the subject device, as the previously reported information was specific to a different device. The device was pre-cleaned by aspirating water through the instrument/suction channel. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were flushed. Uno-flush is the detergent utilized for pre-cleaning. Manual cleaning is performed by brushing the instrument/suction channel, suction cylinder, and instrument channel port with racoon brushes (cle1-c2-50-18-230 and cle1-v2-012-50) and deconex instrument plus detergent. A wassenberg wd440 is the automated endoscope reprocessor (aer) that is used at the facility. Endo high detergent and endo high paa disinfectant from wassenburg are used with the aer. The aer was reportedly microbiologically tested; however, the test results were not shared with olympus. The device is stored in a wassenberg dry320 drying cabinet, and the device is hung in a vertical position.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the reported issue was not able to be determined. Since the subsequent microbiological test results were negative, including after another round of reprocessing through an automated endoscope reprocessor was performed, the customer decided not to return the device to olympus for further evaluation. In addition, the customer indicated that the contamination issue likely occurred during the procedure. The device's instructions for use states the following regarding inappropriate reprocessing: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct (investigation findings) and update (type of investigation) h6 coding, please see h6 for further information.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.